Event description:
Blood gas syringe broke spraying blood on employee. "After drawing the blood gas and transferring into the syringe, I applied the cap with pressure from my thumb. The gas syringe broke at the base spraying blood," as stated by the employee.======================manufacturer response for flo-vent blood gas syringe (per site reporter).======================none as of yet.